Event description:
The customer reported that while the system was not in use but was in standby mode, the system would make a beeping sound like the system was making x-rays and the monitors would go black. The customer was describing a system lock up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation power transformer was restrapped. The system was then found to be operating as intended.